Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a fluid leak, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 24cmx12mm cylinders, pump and 100ml reservoir were implanted. Should additional information be received, a supplemental report will be submitted.